Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives cleared the units infared window which resolved the issue.